Event description:
It was reported that the asymptomatic patient presented in clinic for follow up 1.5 weeks after firmware upgrade. The pulse generator was not displaying battery data. A firmware download was performed successfully and battery information was restored. The pulse generator was explanted and replaced on (B)(6) 2017 due to inability to give a battery estimate after firmware download. Patient's condition after the procedure was good.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.